Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction (mi). The target lesion was located in the 2nd obtuse marginal with 80% stenosis, 12 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement of a 2.75 mm x 16 mm taxus element stent with 0% residual stenosis. Post index procedure the patient had elevated troponin values and a reported mi with the peak troponin= 0.12ng/ml, uln=0.03ng/ml. There was no reported thrombosis or abrupt closure reported with this event. There was no action taken to treat this event. The patient was discharged the next day on aspirin and clopidogrel. The patient did not experience ischemic symptoms.

Manufacturer narrative:
Patient identifier:(B)(6). Patient born (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).